Event description:
On (B)(6) 2009, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the pt had extensively "shaggy" aorta. On (B)(6) 2009, the pt presented with blue toe syndrome. On (B)(6) 2009, the pt developed kidney infarct. The pt was treated with maintenance hemodialysis. The treatment given or the pt's current condition associated with the blue toe syndrome are unknown.